Event description:
It was reported that noise on the egm, high lead impedance (9000 ohms), and oversensing was observed. The ICD and full lead were explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfl002495v no anomalies found; full lead returned for analysis. Pip104794s no anomalies found